Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on 05/07/2026 during a phone call with m. From mg dentistry discussing case # (B)(4), that the first device (case (B)(4) for the patient cracked. There was no injury or medical intervention required for the first event but no additional event information was provided. Megan does not know if the device was returned.